Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead thresholds had started to rise over the last several months and were now high. The lead was capped and replaced. No patient complications have been reported as a result of this event.